Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Additional information was received that no autopsy was performed. Per the physician it was unknown whether the death was associated with the device but the ventricular tachycardia was suspected to have been a factor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned too deep at 80% deployment. The blood pressure was approximately 30 mmhg and did not improve. The valve was recaptured quickly but ventricular tachycardia occurred. Cardiopulmonary resuscitation (CPR) was initiated and the patient was defibrillated approximately 10 times over 20 minutes but never regained a normal rhythm. The patient subsequently died. It is unknown whether an autopsy was performed.